Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following details were reported to gore: on (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. The physician planned for a 2 piece case via pevar. All normal steps were taken during the procedure. A gore® excluder® aaa endoprosthesis featuring c3® delivery system was inserted through gore® dryseal flex sheath on the right side. A pigtail was advanced through a gore® dryseal flex sheath. An initial angiogram was obtained. Renals arteries were marked. The graft was ~1.5-2cm low. Graft advanced and deployed at the line. The constraining mechanism deployed. Angio was repeated and it was noticed the graft was too high, covering the renal arteries. Patient was converted to open surgery. After surgery, the surgeons talked about possible causes of the erroneous deployment. It is concluded that something happened with the magnification level between angios and deployment. The institution is investigating what happened.

Manufacturer narrative:
H.6. Investigation conclusions: code 61 updated to code d1002.